Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received an erroneous result for a single patient sample for creatinine plus (crea plus). The initial result was 39.4 mg/l and the repeat was 8.9 mg/l. The sample was repeated on another modular p (serial number unknown) and that result was also 8.9 mg/l. The customer stated that the sample probe is cleaned each morning with hitergent and distilled water. The crea plus lot number was 12462501 with an expiration of 10/31/2016. There was no adverse event. The field service representative found that the naoh bottle was upside down and the tubing slightly tight. The age of reagent probes is unknown and one of them needed to be adjusted. The adjustment was made. The calibration data was reviewed and it was noted that there were no calibration flags and that it was very homogeneous between calibrations. The document that showed the photo of the sample tube was reviewed and it clearly showed that the primary sample tube contained improper gel with a lot of erythrocytes and microclots. The investigation found possible root causes of the issue to be instrument factors, daily maintenance not performed or that the primary sample tube contained improper gel with a lot of erythrocytes and microclots. The investigation was able to exclude reagent carry-over by trinder reagents as a cause.